Manufacturer narrative:
(B)(4). This lead will not return as it was retained by the explanting hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was not capturing and not sensing. Device data was reviewed, and troubleshooting was discussed. A lead revision was performed to explant this ra lead, and during that time it was discovered that the lead had dislodged. No additional adverse patient effects were reported.